Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was overheating and failed incoming functionality testing.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) was completed. The reported problem (overheating, failed incoming functionality testing) was confirmed. Upon investigation the monitor was unable to properly communicate with an electrode belt. The cause for the communication failure was isolated to contamination in electrode belt connector j1001. The root cause for the contamination was ingress of an unk liquid. No adverse event resulted from the defective monitor.